Event description:
Philips received a complaint by the customer on the v60 indicating a device malfunction as the device powered on automatically, which may indicate a problem with the screen panel. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device rebooted intermittently at bootup. No accessories were used. Based on the information provided, it was confirmed that the device did not meet product specifications. The alleged malfunction impacted the user¿s ability to use the device properly. This investigation is ongoing.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).